Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (highest of 307 mg/dl) for the past 2 days. A correction bolus, manual injections, and the supplies on the pump were changed to address bg level. Reportedly, the customer's bg levels are difficult to control and elevate and drop very quickly. Additionally, the customer's health care provider stated it will take awhile before the customer's bg level stabilize normally, as it will take some time to perfectly adjust the customer's settings. During the time of the call, the customer's bg level was 200 mg/dl.